Manufacturer narrative:
Reported event: an event regarding disassociation involving an accolade stem was reported. The event was confirmed via device evaluation. Method & results: -device evaluation and results: damage consistent with the loss of taper lock was observed on the head and stem of the returned devices. The trunnion of the stem is severely worn. -clinician review: no medical records were received for review with a clinical consultant -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been no other similar event for the lot referenced. Conclusion: it was reported that the patient was revised due to disassociation of the head from the stem caused by trunnion wear. The event was confirmed by device evaluation whereby visual inspection of the returned devices indicated that the trunnion of the stem is severely worn. No further investigation for this event is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision surgery. Sales rep report: "I need to register a new per please. Basic information below, but if you can send me the list of normal questions/form, I can send them onto the surgeon, who is happy to complete. Patient was admitted late last week, and was placed on the trauma list for today. Surgeon to confirm all information relating to today¿s procedure. But ultimately, the original accolade stem was removed, and replaced with an exeter cemented stem (details tbc), with a biolox delta ceramic head (details tbc). The original trident acetabular shell in the patient was retained, but the 36mm poly liner was replaced (details tbc). The implants removed from the patient (accolade stem, cocr v40 metal head, trident poly liner) have all been retained by the hospital, and have been sent for a full decontamination. Once returned, the hospital are happy to return the implants to stryker for investigation. The surgeon also took photos of the removed items, and is happy to share."